Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed. In addition ,the following reportable malfunctions were identified, during the device evaluation: a leaking cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, that the subject device had a poor image, during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.